Event description:
Four different programmers were tried, without success. The ipg was explanted and returned to cpi for analysis.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) had no telemetry or magnet response. Interrogation could not be completed.